Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose was 131 mg/dl. Reportedly, the customer successfully reloaded cartridge and resumed insulin delivery.